Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was discharged home after being hospitalized for a catheter infection and then readmitted for peritonitis on an unreported date. The patient was accessing the lines for other issues. The patient outcome for the peritonitis was unknown. The patient treatment was not reported. On an unreported date, the patient experienced numerous infections which required hospitalization. The patient was put on hemodialysis therapy. While in the hospital, the patient had a peritoneal dialysis catheter put in. At the time of the report, the patient remained hospitalized and was performing hemodialysis three times a week and using extraneal pd therapy the rest of the days. The extraneal therapy was used for overnight dwell, to improve the ultrafiltration (uf) and solute clearance. No additional information is available.

Manufacturer narrative:
(B)(4). The patient's age was reported to be in the (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.